Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained that a large amount of air had entered into the disposable set and had the patient cycle power to clear the error. The patient elected to restart with new supplies. Product surveillance contacted the patient who explained that nothing was noticed with the supplies and therapy had been going well since the event. The sample was discarded, but a companion sample was available and requested. The lot information was also available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Companion sample was not returned. This complaint was not confirmed due to lack of sample. The batch review was performed with no issues noted. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).